Event description:
The report states, "customer has reported that a clip came off the left saphenous vein. Patient wound had been closed but they noticed a bleed before patient left the theatre, patient wound was reopened and found clip no longer on the vessel. They placed a further clip to ligate vessel". Additional information received states, the clip fell into the pericardium/heart and was retrieved. The bleeding was severe, as the clip came off from the vein branches, resulting in significant bleeding". Further information received states the intervention to control the bleeding was to "reapply the liga clip to the bleeding vessel if applicable/stitch the bleeding point". No blood transfusion was required. The patient's current status is reported as "discharged to home".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information a DHR review was unable to be performed as the lot number provided by the complainant was not and did not align to any tecomet job number. The alleged defective device was returned and per customer provided information we were unable to perform a DHR review for the device since the lot number for this complaint is unavailable. The lot number has not been provided nor is it legible on the device itself. Lot number 73j2400622 is for the clip of the device and does not apply to tecomet as tecomet does not manufacture clips for these devices. A visual and functional inspection was conducted resulting in incorrect function due to the jaws of the device overlapping with each other when using proper force. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "customer has reported that a clip came off the left saphenous vein. Patient wound had been closed but they noticed a bleed before patient left the theatre, patient wound was reopened and found clip no longer on the vessel. They placed a further clip to ligate vessel". Additional information received states, the clip fell into the pericardium/heart and was retrieved. The bleeding was severe, as the clip came off from the vein branches, resulting in significant bleeding". Further information received states the intervention to control the bleeding was to "reapply the liga clip to the bleeding vessel if applicable/stitch the bleeding point". No blood transfusion was required. The patient's current status is reported as "discharged to home".